Event description:
Caller reported damage to tandem charging cable, which caused the cable to wiggle within the usb port and created an inconsistent connection. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies with a two-day shipping option.